Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the lifevest equipment. The patient¿s physician advised patient to remove lifevest to allow the skin to air out. Follow up indicated that the skin irritation improved.